Event description:
It was reported that the (1) 350l was used during a laparoscopic nissen fundoplication procedure. It was reported that the outer seal on the 350l trocar sleeve tore and fell into the pt. The piece was retrieved and the case was completed with a new 350l. There was no pt consequence.